Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. Detailed testing resulted in normal measurements and normal function. No high current drain was present. Device memory was reviewed and it was confirmed that the power consumption and rv impedance measurements increased after approximately (B)(6)2017. The device was explanted on (B)(6)2017 and by that time, power consumption and impedance measurements had returned to baseline. The device was repeatedly tested over several days at different temperatures. Normal operation continued. The device case was opened to facilitate inspection of the internal components. No foreign material was present and no other anomalies were identified. The increased power consumption and increase in rv impedance measurements never recurred and, as such, the root cause could not be identified.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was alleged to have been depleting prematurely. A review by boston scientific technical services (ts) was requested. No adverse patient effects were reported. A review by engineering noted the device average power was high. The daily measurements show power within the expected level until (B)(6) 2017 after which power increased. It was noted that the right ventricular (rv) lead impedance jumped about 200 ohms since (B)(6) 2017 which could be related to the power increase of the device. Typically with an increase in rv impedance would result in a drop in power. Engineering noted that the cause for the increase in power is unknown, but a hardware malfunction cannot be ruled out. Additional information noted that the right ventricular (rv) lead pace impedance measurements increased by approximately 200 ohms. The system was removed and will be returned. No additional adverse patient effects were reported.